Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator(epg) required corrective maintenance and repair. It was further reported the external pulse generator(epg), would not pace. No patient involvement in the event.